Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check undefined high impedance, "a lot" of noise and no sensing were noted on the right atrial (ra) lead. The lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.